Manufacturer narrative:
Additional information/evaluation: this report has been identified as b. Braun medical internal report number (B)(4). Two samples were submitted to the manufacturer for evaluation. Through visual examination under 20x magnification using a keyence scope on the capillary surface of the received samples, no abnormalities were observed. No foreign material was observed. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, a white solidified particle contamination was observed on the capillary surface. Unfortunately, the actual origin and identity of the contaminant was unable to be identified from the photos. Based on the investigation of the photos, the defect is considered confirmed. An approved project is in place to further address issues with silicone oil process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two samples were submitted to the manufacturer for evaluation. Through visual examination under 20x magnification using a keyence scope on the capillary surface of the received samples, no abnormalities were observed. No foreign material was observed. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. This product is assembled on an automated assembly machine equipped with vision systems and test stations. Silicone oil is applied on the external capillary surface during siliconization process, and this is to facilitate smooth capillary insertion process. The process cars of the complaint batch show no abnormalities. Based on the investigation, the samples are within specification and the defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description. Defective IV catheters. Detailed inquiry description clinicians noted on the IV catheters that there is a "coating" on it. Was described as "waxy" or a "film" on the catheter. Others described as a "ball" like substance appearing on the catheters. Some noted the coating before placing the IV. Others were noted when placed in the patients. Some clinicians stated that when the catheter was threaded into the patient, the coating gathered at the site of insertion. Description of the patient event when threading the IV catheter, the clinician noted the film substance gathering at the insertion site of the catheter. As if the film was coming off the catheter when it was inserted and was gathering at the insertion site.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: defective IV catheters. Detailed inquiry description: clinicians noted on the IV catheters that there is a "coating" on it. Was described as "waxy" or a "film" on the catheter. Others described as a "ball" like substance appearing on the catheters. Some noted the coating before placing the IV. Others were noted when placed in the patients. Some clinicians stated that when the catheter was threaded into the patient, the coating gathered at the site of insertion. Description of the patient event: when threading the IV catheter, the clinician noted the film substance gathering at the insertion site of the catheter. As if the film was coming off the catheter when it was inserted and was gathering at the insertion site.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Correction: initial MDR submission for 9610825-2024-00001 was missing date of report b4. Date of report should be 01/16/2024. Fup is to include submission date/b4.